Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 sep 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
Event occurred regarding a single line arterial kit w/03 ml ptsf and tp4 where it was reported that the nurse was drawing labs from the arterial catheter, the nurse turned the arterial line off to the flush bag and attached syringe with blunt tip to the upper sampling port. The nurse began to aspirate the waste and noticed the sample appeared foamy. As the nurse withdrew the syringe from the sampling port, blood was visible on the port. The nurse proceeded to obtain the specimen by attaching a 10 ml syringe with blunt tip to the lower sampling port. As the nurse aspirated, the sample was foamy and mixture of blood and air. When the syringe was withdrawn, blood leaked from the port. The nurse confirmed there was no air visible in the high-pressure tubing, the high-pressure bag was inflated to 300 mm hg millimeters of mercury, all access ports had solid caps, and connections all tightened. The common device name is transducer, blood pressure, extravascular. There was patient involvement.